Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect pads were attached to a patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and analysis testing without duplicating the report. The device passed the final test and was recertified and returned to the customer. Review of the device clinical files confirmed the device detected a valid patient impedance. The device recorded a constant ECG waveform and impedance readings and then prompted "no shock advised". The investigation concluded that the device is working as expected. No trend is associated with reports of this type.